Event description:
According to nurse manager, ventilator disruption occurred. Nursing and respiratory therapist responded to cardiac monitor display (hr 50 bpm) and vent alarm immediately. Airway maintained and manual 02 given. Assessment by rrt noted vent not supply oxygen on asst control setting.